Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right coil migrated into my uterus"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no: 02547671-6105, 025495671-6105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hellp syndrome and c-section. *current weight as of on (B)(6) 2018: 150.00 lbs. Approximate weight at the time of essure placement 152.00 lbs. Previously administered products included for an unreported indication: depo provera in 2009. Concurrent conditions included overweight. Concomitant products included ibuprofen, lisinopril and naproxen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea(cramping)/ "menstrual" pain"), mood swings ("mood swings"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), skin lesion ("rashes or skin conditions type: scalp sores"), migraine ("migraines"), constipation ("constipation") and pelvic pain ("pain") and was found to have weight increased ("weight gain"), 45 days before insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal area pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2014 and underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, vaginal haemorrhage, urticaria, skin lesion, migraine, constipation and weight increased outcome was unknown, the menorrhagia, mood swings, vaginal discharge, pruritus, fatigue and weight fluctuation was resolving and the genital haemorrhage, dysmenorrhoea, headache, rash, alopecia, pelvic pain, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, constipation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, skin lesion, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: fallopian tubes blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device expulsion. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Lot no. Added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right coil migrated into my uterus") and menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hellp syndrome and c-section. Previously administered products included for an unreported indication: depo provera in 2009. Concurrent conditions included overweight. Concomitant products included ibuprofen, lisinopril and naproxen. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 45 days before insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea(cramping)"), mood swings ("mood swings"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), skin lesion ("rashes or skin conditions type: scalp sores"), migraine ("migraines"), constipation ("constipation"), pelvic pain ("pain") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal area pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6)2016) and surgery (ablation on (B)(6)2014). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, vaginal haemorrhage, urticaria, skin lesion, migraine, constipation and weight increased outcome was unknown, the menorrhagia, mood swings, vaginal discharge, pruritus, fatigue and weight fluctuation was resolving and the dysmenorrhoea, headache, rash, alopecia, pelvic pain, vulvovaginal pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, constipation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, skin lesion, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: fallopian tubes blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device expulsion. Most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal), hives, scalp sores, migraines, weight gain, constipation, vaginal area pain, pelvis pain, abdomen pain, heavy bleeding. Event outcome updated for the event: headache, pain, heavy bleeding, cramping, hair loss and rash. Lab data was updated. Reporter information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right coil migrated into my uterus"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 02547671-6105,025495671-6105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hellp syndrome and c-section. *current weight as of (B)(6) 2018: 150.00 lbs. Approximate weight at the time of essure placement 152.00 lbs. Previously administered products included for an unreported indication: depo provera in 2009. Concurrent conditions included overweight. Concomitant products included ibuprofen, lisinopril and naproxen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea(cramping)/ menstural pain"), mood swings ("mood swings"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), skin lesion ("rashes or skin conditions type: scalp sores"), migraine ("migraines"), constipation ("constipation"), pelvic pain ("pain"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"), 45 days before insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal area pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2014 and underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, urticaria, skin lesion, migraine, constipation, weight increased, depression and anxiety outcome was unknown, the menorrhagia, mood swings, vaginal discharge, pruritus, fatigue and weight fluctuation was resolving and the genital haemorrhage, dysmenorrhoea, headache, rash, alopecia, pelvic pain, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, constipation, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, skin lesion, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes blocked.. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device expulsion. Lots number report 02547671-6105, 025495671-6105 are invalid. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received - events "depression, anxiety", reporter added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right coil migrated into my uterus"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 02547671-6105, 025495671-6105-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hellp syndrome and c-section. *current weight as of (B)(6)2018: 150.00 lbs. Approximate weight at the time of essure placement 152.00 lbs. Previously administered products included for an unreported indication: depo provera in 2009. Concurrent conditions included overweight. Concomitant products included ibuprofen, lisinopril and naproxen. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea(cramping)/ menstrual pain"), mood swings ("mood swings"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), skin lesion ("rashes or skin conditions type: scalp sores"), migraine ("migraines"), constipation ("constipation") and pelvic pain ("pain") and was found to have weight increased ("weight gain"), 45 days before insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal area pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6)2014 and underwent a total hysterectomy and bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, vaginal haemorrhage, urticaria, skin lesion, migraine, constipation and weight increased outcome was unknown, the menorrhagia, mood swings, vaginal discharge, pruritus, fatigue and weight fluctuation was resolving and the genital haemorrhage, dysmenorrhoea, headache, rash, alopecia, pelvic pain, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, constipation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, skin lesion, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: fallopian tubes blocked.. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device expulsion. Lots number report 02547671-6105, 025495671-6105 are invalid. Most recent follow-up information incorporated above includes: on 1-feb-2019: update of information (batch is invalid) product technical complaint incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right coil migrated into my uterus") and menorrhagia ("abnormally heavy menstrual bleeding / proloriged menstruation / abnormal menstruation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hellp syndrome. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), mood swings ("mood swings"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion outcome was unknown and the menorrhagia, dysmenorrhoea, mood swings, headache, vaginal discharge, rash, pruritus, alopecia, fatigue and weight fluctuation was resolving. The reporter considered alopecia, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, mood swings, pruritus, rash, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Event added - device expulsion. Historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil migrated into my uterus') and menorrhagia ('abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation') in a 34-year-old female patient who had essure (batch no. 02547671-6105,025495671-6105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hellp syndrome and c-section. *current weight as of (B)(6) 2018: 150.00 lbs. Approximate weight at the time of essure placement 152.00 lbs. Previously administered products included for an unreported indication: depo provera in 2009. Concurrent conditions included overweight. Concomitant products included ibuprofen, lisinopril and naproxen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea(cramping)/ menstural pain"), mood swings ("mood swings"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), skin lesion ("rashes or skin conditions type: scalp sores"), migraine ("migraines"), constipation ("constipation"), pelvic pain ("pain"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"), 1 month after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal area pain"), abdominal pain ("abdominal pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (ablation on (B)(6) 2014 and underwent a total hysterectomy with devinki methode and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, urticaria, skin lesion, migraine, constipation, weight increased, depression, anxiety and vitamin d deficiency outcome was unknown, the menorrhagia, mood swings, vaginal discharge, pruritus, fatigue and weight fluctuation was resolving and the genital haemorrhage, dysmenorrhoea, headache, rash, alopecia, pelvic pain, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, constipation, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, skin lesion, urticaria, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device expulsion. Lots number report 02547671-6105, 025495671-6105 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil migrated into my uterus') and menorrhagia ('abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation') in a 34-year-old female patient who had essure (batch no. 02547671-6105,025495671-6105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hellp syndrome and c-section. *current weight as of (B)(6) 2018: 150.00 lbs. Approximate weight at the time of essure placement 152.00 lbs. Previously administered products included for an unreported indication: depo provera in 2009. Concurrent conditions included overweight. Concomitant products included ibuprofen, lisinopril and naproxen. On (B)(6)2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea(cramping)/ menstrual pain"), mood swings ("mood swings"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), skin lesion ("rashes or skin conditions type: scalp sores"), migraine ("migraines"), constipation ("constipation"), pelvic pain ("pain"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"), 1 month after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal area pain"), abdominal pain ("abdominal pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (ablation on (B)(6) 2014 and underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, urticaria, skin lesion, migraine, constipation, weight increased, depression, anxiety and vitamin d deficiency outcome was unknown, the menorrhagia, mood swings, vaginal discharge, pruritus, fatigue and weight fluctuation was resolving and the genital haemorrhage, dysmenorrhoea, headache, rash, alopecia, pelvic pain, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, constipation, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, skin lesion, urticaria, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes blocked.. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device expulsion. Lots number report 02547671-6105, 025495671-6105 are no valid. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. Event added: vitamin d deficiency. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), mood swings ("mood swings"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea, mood swings, headache, vaginal discharge, rash, pruritus, alopecia, fatigue and weight fluctuation was resolving. The reporter considered alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, mood swings, pruritus, rash, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2017: significant case correction- ccc added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.